Manufacturer narrative:
Patient information has been requested. The driver was returned for product analysis, and as reported, the tip of the returned driver had been broken off and was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the driver was found to be broken by the sterile processing department. The instrument was not used on the patient. There was no patient harm or delay.

Manufacturer narrative:
Corrections: section a - no patient involved, b5: event description, h6: patient code - no patient involved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the the driver was found to be broken by the sterile processing department. There was no patient involvement.